Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted without complication. The lead will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.